Event description:
Per operative report: this valve was explanted due to an acute type a aortic dissection with a 6-cm aneurysm of the ascending aorta confirmed by tee. The pt fell from their horse on 16 july and around noon the next day experienced numbness of the left face, followed by pain in the jaw, neck, chest, and back. At explant, there was "marked" dilation of the aortic sinuses which necessitated replacement of the aortic root. A sjm 27cavg-404 was then implanted along with a 32-mm hemashield graft.